Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device is stuck inside burr and it has the body wire kinked in several sections. Also, the core wire is broken and the spring tip unraveled. Overall length and overall diameter of distal tip couldn't be measured due to the device condition. Overall diameter of middle of the device and proximal section are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.

Event description:
Same case as MDR ID: 2134265-2017-02384. It was reported that the burr became stuck on the wire. The target lesion was located in the moderately calcified superficial femoral artery. A 2.00mm peripheral rotalink® plus and rotawire¿ were selected for use. During the procedure, the burr made several passes across the stenos segment of the target lesion without any issues. After the procedure was completed, while removing the burr off the wire, it was noticed that the burr was stuck on the wire. The physician removed the burr and the wire as a unit. The procedure was completed with these devices. No patient complications reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02384. It was reported that the burr became stuck on the wire. The target lesion was located in the moderately calcified superficial femoral artery. A 2.00mm peripheral rotalink® plus and rotawire¿ were selected for use. During the procedure, the burr made several passes across the stenos segment of the target lesion without any issues. After the procedure was completed, while removing the burr off the wire, it was noticed that the burr was stuck on the wire. The physician removed the burr and the wire as a unit. The procedure was completed with these devices. No patient complications reported and patient's status was fine.